Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported a tubing leaking issue. The user facility contacted the distributor on (B)(6) 2020, stating that "an administration set model hs-004 lot 1908005 leaking at the square air filter in the middle of tubing." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00007).

Manufacturer narrative:
On 01/20/2021, the service provider confirmed that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.